Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to correct 4 degree spondylolisthesis. It was reported that one month post-op it was found that two screws had broken. No patient complications were reported.